Event description:
The customer called and said that they had just noticed that they were using water instead of 0.45% saline in their vitek 2 systems and had been for the past two weeks. The lab had two cases they thought were saline but one case contained water instead of saline. A tech noticed that the writing on the bag was different from the saline bags. Then they realized that water had been placed in the dispenser/pipettor station of the vitek 2 systems. The lab contacted biomerieux customer service to determine if organism suspensions diluted with water instead of 0.45% saline were acceptable for the vitek 2 antimicrobial susceptibility tests. The customer was told that the susceptibility tests wre validated with 0.45% saline and that test results generated with water were not validated. The customer is aware that all of the susceptibility results generated from the systems using water were compromised. The lab has three vitek 2 systems. Two systems consist of two instruments and one system has a single instrument. The lab uses three types of vitek 2 ast cards: ast-p61, ast-p62 and ast-gn04.